Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act button on the insulin pump was not working. Customer's blood glucose reading at the time of the call was 412 and has treated with a syringe. No further information reported.

Manufacturer narrative:
Insulin pump had a corroded keypad trace. All buttons functioned properly. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and stained keypad overlay noted during visual inspection.